Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The concomitant load was released for use. The content of the load is unknown. There was no injury or harm associated with the issue. In the event additional information is received, asp will submit a supplemental medwatch report. This event is reported to the FDA for user error. An item from the load was released and used on a patient before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Load not recalled and suspect positive bi.

Manufacturer narrative:
Manufacturer date: 04/01/2014. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. ¿the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿trending analysis for the product code of ''suspected positive bi¿ was reviewed from july 2013 through june 2014. The risk is categorized into "broadly acceptable." ¿trending analysis for the product code of ''load not recalled' was reviewed from july 2013 through june 2014. The risk is categorized into "broadly acceptable." ¿trending analysis by lot number was reviewed from 04/01/2014 to 07/08/2014. There were no similar incidents against this lot. ¿the fmea was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. ¿ the hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. The suspect bi was not available for return. However, thirty-two retains cyclesure® bi(s) were submitted for functional evaluation. Functional specification was met. The cause of the suspect positive bi cannot be cannot be determined based on the available information. There does not appear to be a functional issue with the lot since the retained product met specification. Sterrad® 100s sterilizer malfunction was also eliminated as a contributing factor since parametric release parameters were met. The cycle passed and the ci disc changed appropriately after processing. The customer also indicated that the precedent and subsequent bis were negative for growth. Customer confirmed ampoule integrity prior to processing. Details of the specific make/model of devices in the load are not available. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since this code is used for medwatch reporting purposes. The severity of the suspect bi was defined as ¿negligible.¿ tracking and trending data has not identified a trend that requires further investigation. As a result, root cause evaluation will not be performed. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.